Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however errors were seen in the logs that indicates a flow sensor error occurred that could prevent mechanical ventilation. The equipment was checked and found to function within manufacturing specifications. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was replaced with another to finish the case. There was no report of patient injury.